Event description:
Adverse event occurred outside us, in sweden. Male patient, has been using lofric for about 5 years. Recently, he has experienced that some of the catheters had a rough and bumpy surface. He had minor bleeding on a few occasions that stopped by itself. He also got treated with antibiotics for a inflammation of the epididymis, it is not clear if this is connected to the use of catheters and/or the bleeding. There is no information about his medical history or underlying deceases and he is today fully recovered.

Manufacturer narrative:
Batch documentation including coating, punching, packaging records, nc records, final quality control and visual inspection records have been reviewed and no relevant problems or deviations were registered. Products from same lot retained by manufacturer, was inspected including visual inspection and coating slipperiness test. No issues was detected. No earlier complaints registered for this lot. Clinical statement: based on the description of the incident where it was stated that this patient was not in need for hospitalization and recovered after antibiotic treatment without further complications, this is judge as a regular infection. Epididymitis can be a serious condition, but it is however quite normal in men suffering from uti and normally the patient recover after antibiotic treatment with no further adverse events. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.